Event description:
A patient had a ventrix catheter that was leaking at the stylet port. The catheter was clamped and the leak was first noted when the catheter was clamped. The treating team initially thought the leak was from the placement site and a suture was placed. The leaking continued and was found to be coming from the stylet port. Additional information was received. The catheter did not have to be replaced. The user facility reported the catheter was removed. The patient's condition was stable and this incident did not prolong the patient's hospitalization. No further treatment was required.